Event description:
It was reported that the pulse generator, which was implanted last month, stored untreated episodes due to oversensing via a change in intrinsic morphology. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The sensing vector was set to the alternate sensing vector. Later, the patient had inappropriate shocks due to oversensing. The patient has asked the doctor to remove the system. There were no additional adverse patient effects. The system remains implanted.